Manufacturer narrative:
T:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ t:slim x2 user guide states "your sensor gives you sensor glucose readings for up to 7 days. The performance of the sensor has not been tested beyond 7 days." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were ongoing, intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm reading was 240 mg/dl, and the meter bg reading was 340 mg/dl. Reportedly, the customer had been using the sensors for longer than 7 days. Additionally, calibration values were entered during periods when no values were present. The customer was instructed to change the sensor after 7 days and was informed that calibrations entered during times when no values are present will be accepted, but may not be recognized by the system.